Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient will undergo some medical procedures for an unknown reason. No further information could be obtained.